Event description:
Information was provided that the catheter was inserted in 2007 and split on the patient's side. It was removed in ot and was found to be in two pieces. The second catheter was inserted and became blocked. It was repaired on four days later. (1820334-2008-00061). We were advised that the teenager is too ill to undergo an anaesthetic for another catheter removal as it may prove fatal.

Manufacturer narrative:
Evaluation: the device was returned to our facility in a used condition with the catheter shaft separated approx 16cm from the distal end of the strain relief. The characteristics displayed suggest the tubing ruptured and separated during removal. We have notified the appropriate personnel of this matter and will continue to monitor this device in the event we should receive future complaints of this nature.